Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in ada 14 of the patient's mouth. On (B)(6) 2018, loss of osseointegration of the implant was verified. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.